Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the catheter surface noted a split catheter balloon. Functional testing could not be performed on the product, as there was a tear (0.4290") in the catheter balloon. There were no missing pieces. Active length of the catheter balloon was measured (0.6845") and found to be within specification (0.60" - 0.90"). The catheter was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter balloon had a split in it. This was found when the nurse removed the catheter from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon had a split in it. This was found when the nurse removed the catheter from the patient.